Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: investigation did not confirm the reported blank display screen issue. The display screen was found to be functioning when the pump was powered on. Unrelated to the complaint, pump history indicated multiple call service alarms followed by a ¿low battery¿ warning.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that after a recent battery change, the display screen went blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.